Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured. It was further reported that there was allegedly a difficulty in retracting the balloon through the introducer sheath. Reportedly, the balloon was compromised in packaging. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly ruptured. It was further reported that there was difficulty in retracting the balloon thru the introducer sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one conquest 40 pta dilatation catheter received for evaluation. During visual evaluation, no kinks noted to the catheter shaft, no anomalies to the luers, bifurcate or glue fillets luers/y-body. During functional testing, the balloon was loaded onto an in-house guidewire and sheath and an in-house presto inflation device was used to inflate the balloon, and water was noted leaking from the distal tip of the balloon. Further, the balloon fibers were stripped and under microscopic examination, no longitudinal or compound rupture were noted. No other functional testing performed. Also, the sheath and guidewire retracted without any issue. Therefore, the investigation is confirmed for the reported balloon rupture as water was noted leaking from the distal tip of the balloon. However, the investigation is unconfirmed for the reported removal difficulty as balloon was loaded inside of the sheath and retracted without any issue. A definitive root cause for the reported balloon rupture and removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d2b (dqy;lit), d4 (unique identifier (UDI) #), h6 (result, conclusion) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.